Manufacturer narrative:
Updated. The customer did not provide the device serial number. The manufacturer's field service engineer determined that the pressure alarm was set too low. This was reset, and the device successfully passed performance specification testing afterwards. No parts were replaced.

Event description:
The customer reported a "high pressure alarm". This event was reported to have occurred during clinical use. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a "high pressure alarm". This event was reported to have occurred during clinical use. No patient information was provided, and therefore patient information is currently unknown.